Event description:
It was reported that sometime post chronic catheter placement procedure, the catheter was allegedly damaged near the catheter hub. The damage of catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that sometime post chronic catheter placement procedure, the catheter was allegedly damaged near the catheter hub. The damage of catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were observed on the break surface of the circumferential break. The investigation is confirmed for the reported catheter damage issue, as a partial circumferential break was noted on the clamping sleeve approximately 0.4cm from the catheter hub. The edges of the partial circumferential break on the clamping sleeve appeared to be uneven. One region of the break surface appeared rounded and the other region appeared sharp and granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10